Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a low blood glucose (bg) event. The patient indicated that at 9:30 pm on (B)(6) 2012, she had a bg level of "189 mg/dl." The patient also changed out her tubing and cartridge before bedtime that night. She did not change her site since it had been changed only a day earlier according to the patient. At an unspecified time the next morning, the patient's mother claimed that the patient's bg level had dropped to "49 mg/dl" at an unspecified time. Paramedics were contacted. The patient was reportedly treated by the paramedics with a glucagon injection. The patient's bg level rose to "410 mg/dl" and then "357 mg/dl." Through troubleshooting, the animas representative involved in this complaint noted that no associated alarms were found in the pump's history. No unintended insulin was delivered based on a review of the pump. The tdd added up correctly with the bolus and basal amounts. The patient denied having any change in activity or weight. The patient admitted to drinking a glass of wine after dinner the night before the event. The animas representative informed the patient about the effects of exercise and alcohol consumption on bg levels. The patient also felt as though she might have dosed herself based on an inaccurate bg reading from her meter remote. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was treated for hypoglycemia by paramedics. However, at this time, it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.